Event description:
Patient treated for adult degenerative deformity on (B)(6) 2011 with t3-ilium fusion using matrix construct, was returned to or for revision on (B)(6) 2013. A spondy had developed at t2-t3 above the fusion, and the patients head had become slightly misaligned from the cervical spine. At revision surgeon cut both rods at t7, removed the upper ends of the rods, and 7 screws. He then placed connectors and increased the construct to c2 with depuy hardware to treat the adjacent disease and realignment of the patients head. This is 4 of 9 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.